Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent direct stenting of the svg to the mid rca with a xience v stent. In 2009, the patient was admitted to the hospital. EKG revealed atrial fibrillation and ischemic changes and the troponin levels were elevated indicating a st-elevation non q-wave myocardial infarction. Diagnostic coronary angiogram was performed - results not reported, although angiogram results from about one month prior admission revealed a patent stent within the svg to the mid rca. The patient was placed on medical management only and comfort measures where put into place. The patient expired on the evening of the last admission in 2009. Cause of death was reported as cardiogenic shock, stroke, and congestive heart failure. There is no additional information.

Manufacturer narrative:
Arrhythmia, ischemia, myocardial infarction (mi), and death, as noted in the xience v IFU, are known averse events associated with coronary stenting. Additionally, these patient effects, along with elevated cardiac enzymes, EKG changes, congestive heart failure, cardiogenic shock, and hospitalization, are listed in the risk assessment as no-fault post procedure complications. It should be noted that the IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon and the stent has not been established for subject populations with the following clinical settings: lesions located in saphenous vein grafts.